Event description:
The report received from the affiliate indicated that approx fourteen (14) months after the index procedure, the patient complained of chest pain and st-elevation was noted by ECG. Coronary angiography was done and thrombus was observed in the previously implanted cypher 3.5 x 23mm stent. The very late thrombosis (vlt) was treated by aspiration of the thrombus and balloon angioplasty. No procedural details were available. The physician's comment regarding the possible cause of the thrombotic event was that it might have been due to the patient's aspirin being stopped due to gastric distress.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, concentric, 20 mm in length, 3.5 mm vessel diameter, an type b2. The lesion was pre-dilated with a 2.5 x 20mm balloon at 6 atm for 10 sec. A cypher 3.5 x 23mm stent was implanted at 20 atm for 20 sec. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.